Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed does not vibrate. Customer¿s blood glucose level was 9.7mmol at the time of the incident. The customer was assisted with self-test and the insulin pump did not vibrate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with no vibration during self-test due to moisture damaged on power board. Unit was received with moisture damaged on printed circuit board, corroded battery tube, faded serial number label, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.